Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 75-year-old male patient presenting in cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was bloody urine in the foley catheter. The activated clotting time (act) was over 1,000. The echocardiogram technician stated that the impella inlet cage was very close to the aortic valve/very shallow because the patient has a left ventricle (lv) thrombus. The following day after insertion, the impella was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 3.4l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.